Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into the patient's left eye (os) on an unknown date. Elevated iop and narrow angles were reported. The lens remains implanted and the patient does not want the lens to be removed. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that 13.2mm vticm5 13.2 implantable collar lens of -13.0/1.0/177 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on an unknown date. Elevated iop and narrow angles were reported. Reportedly the lens has been explanted at an unknown date. H6:4627 added and 2199 omitted for correction. Claim# (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that 13.2mm vticm5 13.2 implantable collar lens of -13.0/1.0/177 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Elevated iop and narrow angles were reported. Reportedly the lens has been explanted on (B)(6)2023. The lens was replaced with a smaller length lens. Problem resolved. (B)(4).